Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Three pictures and a sample were received for evaluation. During the analysis of the pictures, the cuff condition in one of them looks deflated and the other one has a mark or little scratch. The sample was visually inspected under normal conditions of illumination according to procedure. There were no defects were found. The cuff of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage. Cuff was unable stay completely inflated and the zone where bubbles came out was inspected more closely. The complaint for cuff leaking is confirmed. Cuff damage is usually due to the patient's anatomy or contact with a laryngoscope. The cuff damage resulting from patient anatomy will differ based upon the nature of intubation: oral intubation may result in the cuff becoming snagged on the patient's teeth or dentures (if not removed). Nasal intubation may result from the cuff becoming torn on the patient's turbinate (nasal concha). The most probable root cause is the cuff got damaged during an insertion of the tracheostomy tube. No corrective action was required as there is no information to suggest that the product become damaged during manufacturing since product is 100 percent leak tested. Additional information: added d8. G3 and g5 are unknown.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
During the use of the product, leakage of air from it was observed. The customer suspected the cuff was damaged. No patient injury.